Manufacturer narrative:
The investigation determined that the incorrect test was processed and associated with the incorrect patient name when using the vitros 250 chemistry system. The assignable cause of the event is likely user error. The vitros 250 chemistry system was operating as intended. The evidence suggests that the customer reused a sample ID (sid) number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. However, this could not be confirmed with the information provided.

Event description:
A customer identified a patient sample which was mis-associated with the incorrect patient name when run on a vitros 250 chemistry system. The customer observed that an incorrect assay was processed and associated with the incorrect patient name. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. However, the customer identified the discrepancy and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).